Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula did not insert properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that he doesn't think the cannula inserted because his blood glucose levels were high (>500 mg/dl). He also stated that the cannula was kinked and that the adhesive was wet. The pod was worn for less than a day.